Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The date and time when the alleged issue occurred are not specified. According to the csr¿s documentation, the patient claimed the subject meter read "50 points" higher when compared against a laboratory device; however, the patient did not specify the results he obtained from either the subject meter or lab and also did not specify the time difference between the two readings. It is not known what medication, if any, the patient takes to manage his diabetes and it is also not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. Due to the reported meter issue, the patient claimed he developed unspecified symptoms of high and low blood glucose (date/time unknown). The patient indicated at an unspecified date/time he administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr was unable to verify if the subject meter was in the correct unit of measure setting (mg/dl), if the patient was using the proper blood glucose testing procedure (per owner¿s booklet) and if the patient obtained the blood sample from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(weight) information was not provided.the 510(k) # is k062195.